Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation, the air/water supply was clogged but after removing the damaged nozzle, the flow returned to normal. Additionally, the evaluation revealed the following findings: small chip and white halo on the image due to objective lens adhesive peeling; reduced angulation; plastic distal end cover (c-cover) had a crack; light guide had a crack lens and the adhesive was peeling; and adhesive on bending section cover (a-rubber) had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the evis exera lll colonovideoscope exhibited blocked air flow during a diagnostic colonoscopy. The procedure was completed with a similar device, with no delay noted. During testing and inspection of the returned device, the nozzle was clogged with foreign matter, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer stated they did not know what the foreign material was. The customer performed reprocessing prior to sending in the scope. The customer followed reprocessing steps as per instructions for use. The customer flushed air and water into air water channel by using air water channel cleaning adapter (mh-948) and channel plug (mh-944) in pre-cleaning. The customer flushed detergent into air water channel by using injection tube (mh-946) and mh-944 in manual cleaning. The customer removed detergent from all channels. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.